Manufacturer narrative:
Manufacture date for lot r15f22079 was 06/22/2015 - 06/23/2015. The manufacture date for lot r16ko4069 was 11/05/2016. The device was returned and an evaluation is complete. The lot number of the returned device could not be determined. A batch review was conducted for each potential lot, and there were no deviations found related to this reported condition during the manufacture of either lot. Visual inspection was performed with no issues noted. Functional test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot number could not be determined as the customer stated the issue occurred with lot r16ko4069 or r15f22079. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Particulate matter that was preventing the fluids from dripping was noted in a clearlink continu-flo solution set while in use on a patient. The nurse reported that a patient placed their call light on in order to go to the bathroom and stated that their intravenous (IV) fluid was not dripping well. Subsequently the nurse noticed there were white, flake like, particles scattered in the distal lower portion of the tubing closest to the patient. The tubing was then clamped and the IV bag and tubing were changed. The patient was being administered lactated ringers, decadron, zofran (IV push through the tubing). It was unknown which port the IV push was through. The reporter stated that there were no particles observed in the IV bag which was hung and was dripping by gravity. An IV antibiotic, kefzol, was attached to the ¿ivpb¿ port, however, it was clamped off and had not been started when the issue was discovered. There were no other visible abnormalities noted to the packaging or to the set. There was no patient injury or medical intervention associated with this event. No additional information is available.